Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem was confirmed. The cause of the battery faults was a broken white wire within the battery pack where the wire attaches to the battery cells. The broken wire caused an open connection between the battery cells and the battery board pca. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the broken internal wire. The pt was provided with a replacement battery pack.

Event description:
During review of a (B)(6) male pt's download, zoll lifecor customer support discovered excessive charger faults. The faults were occurring on the same battery. The pt was provided with a replacement battery pack.